Event description:
The customer reported to philips healthcare that the cable would not allow a 12 lead to be taken. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.